Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units, however, the customer reported receiving multiple alerts stating that the cartridge was low on insulin. The customer reported that the cartridge should have had approximately 110 units remaining. Then, the customer received an empty cartridge alarm. The customer's blood glucose level was 284 mg/dl. Reportedly, the contact loaded a new cartridge successfully and received an accurate fill estimate.